Event description:
Two 3500as were received and reported that the patient had received numerous inappropriate therapies, due to a fractured lead. Additionally, the patient's wife said the lead was broken in two pieces, his heart rate was in the 30s and he was 'rushed to the ER'. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Lawsuit alleges the patient suffered physical and other injury as a result of the recalled lead. Patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead. Patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) proximal conductor fractured; full lead was returned.